Event description:
Patient reported radicular pain immediately post-op. Upon CT review the physician noted the 12.5x70mm implant placed initially was placed into the sacral foramen. The physician removed the 12.5x70mm implant on (B)(6) 2014 and replaced it with a 12.5x50mm length implant. The physician followed up on (B)(6) 2014 indicating the patient is doing okay after the revision procedure.

Manufacturer narrative:
Product labeling includes risks associated with implant size selection.